Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient elected explant surgery. The recipient reportedly experienced tinnitus with and without device use. Programming adjustments were made; however, the issue did not resolve. The recipient was not reimplanted. The recipient is healing well.